Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to chronic dislocation, 5 times or more. The surgeon took out the glenosphere and poly and replaced with a larger more stable glenosphere and poly. Everything went well, achieved desired outcome.